Manufacturer narrative:
Device not returned.

Event description:
It was reported that the continuous cardiac index value increased from 4.0 to 8.0 and the continuous cardiac output value was 20.0. Customer changed the cable and monitor but it did not fix the problem. Another catheter was used. No pt complications were reported.